Event description:
The customer's parent reported via phone call that their inserter device did not release the sensor after the second button press. Customer's blood glucose was 7.2 mmol/l. The parent reported the issue has occurred with three of their sensors. Customer's parent was advised of the proper technique to insert their sensor. It was also reported the needle hub and sensor was not inside the serter. The parent also reported the catch arm was not bent. The customer's sensor will be returned and replaced.

Manufacturer narrative:
The complaint is againt the enlite insertion device; the customer returned only the needle.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.